Event description:
3 vt accelerations to vf, rep copied for review and follow-up. Far field r wave over sensing noted on episodes at times. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).